Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. The low flow was confirmed in the data logs. The root cause is not determined as no product was returned and limited clinical details were provided.

Event description:
The user facility reported a 43-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient on impella cp experienced a drop in flows and consistent alarms after the impella was placed. The patient was on impella support for .60 hours before the physician decided to abort the procedure. It was reported the physician made the decision to remove impella and replace it with another.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.